Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 29 mg/dl, the customer current blood glucose was 29 mg/dl. The customer was hospitalized on (B)(6) 2018. The drive support cap appears normal (slightly indented). The customer experienced symptoms such as diabetic coma and low blood glucose. The customer was treated with emergency medical services. The customer was wearing the insulin pump during the hospitalization. The product will not be returned for analysis.